Manufacturer narrative:
Result: footend lift motor.

Event description:
It was reported by service report that the foot lift would not go down. No patient involvement or adverse consequences were reported.